Event description:
It was reported that one of the prongs from the bed cable plug stayed in the outlet when attempting to unplug the bed from the wall.

Manufacturer narrative:
It was reported that one of the prongs from the bed cable plug stayed in the outlet when attempting to unplug the bed from the wall. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.